Manufacturer narrative:
One nt500 pain management rf generator was received. Functional testing confirmed the reported communication issue as the control panel does not respond to tactile input. Additional testing identified the front panel sub board located in the upper assembly as the root cause. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported cancelled procedure was isolated to the front panel sub board located in the upper assembly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a radiofrequency ablation procedure a cancellation occurred. During pulsed mode the timer setting was not functioning. The issue was not resolved and the procedure was cancelled. There were no adverse patient consequences.